Event description:
During transport at the user facility the castor broken off the cart. No patient involvement or procedural delays were associated with the event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact can cause product damage.

Event description:
During transport at the user facility the castor broken off the cart. No patient involvement or procedural delays were associated with the event.